Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no flow through a clearlink continu-flo solution set. Fluid remained in the drip chamber after the intravenous (IV) container and tubing below the drip chamber were empty. Pembrolizumab was being infused at 100ml/hr. There was no patient injury or medical intervention associated with this event. No additional information is available.